Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on 11/29/15 at 4 pm with a high blood glucose level of 700 mg/dl. The customer was treated for their blood glucose with IV drip. The customer felt nauseous at the time of the incident and was no able to turn the alarm off their insulin pump. The customer was wearing the insulin pump during their hospitalization.